Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse checked the 3 pin plug and determined that the plug fuse was okay. The fse checked the continuity from the 3 pin plug to the power supply input. There was no live wire no continuity. The output of the power supply continuity was okay. The fse determined that the there was likely an internal breakage of the cable caused by user misuse. The unit was unable to provide charging voltage. The fse replaced the cable reel assembly ((B)(4)). The unit was able to power up and charge properly. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.